Manufacturer narrative:
Product event summary: analysis found that the output knob was not working. As a result the user interface interconnect flex assembly was replaced. After calibration, the device passed testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powered off automatically. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.